Event description:
It was reported that the patient underwent an implantable pulse generator replacement procedure due to an unknown reason. Additional information was received that the patient and physician agreed and believed that patient would benefit from having a non-rechargeable ipg. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator replacement procedure due to an unknown reason.